Event description:
It was reported that the unspecified quantity of em2400 valve sets were leaking. This issue was identified during use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). 3010291427-06/21/2022-001-c. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction for h7 and h9: information is being removed from h7 and h9 in the initial MDR. No remedial action was taken for this event and this device is not involved in a correction and removal activity for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from march 31, 2022 - april 01, 2022. H10: the actual devices were not available; however, a companion sample was received for evaluation. Unaided visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed by installing the valve set on an in-lab compounder and no leak was observed. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.